Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was confirmed; however, the reported event of being unable to remove the modular cable from the system controller was not confirmed, although difficulty inserting and removing the modular cable was confirmed. The system controller (serial #: (B)(4) was returned for analysis. A log file was downloaded for review. A review of the downloaded log file showed 256 events spanning approximately 4 days (B)(6) 2019¿ (B)(6) 2019 per time stamp). There were no events related to the reported event noted within the log file. The system controller underwent preliminary and functional testing and was able to support pump operation for an extended period. It was noted that the driveline did not fully engage with the controller as indicated by no clicking noise. Difficulty with inserting and removing the modular cable from the controller was noted. Despite this, the system was able to support pump function for an extended period. The system controller was opened to further investigate the fluid ingress and the difficulty inserting and removing the driveline from the controller. Fluid ingress was observed all over the interior of the controller including the pcb, the driveline connector assembly, and coming out of the dual power leads. The observed fluid ingress made it difficult to insert and remove the driveline from the controller. The root cause for the difficulty with inserting and removing the driveline from the controller was conclusively determined to be due to fluid ingress; however, the root cause for the fluid ingress was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: a weird green substance was noted inside the battery compartment. There was no evidence of fluid getting inside controller. The green fluid appeared to extend all the way down the white connector into the housing of the controller.

Manufacturer narrative:
The cause of difficult in disconnecting modular cable from the system controller is unknown. The modular cable is reported under MFR #2916596-2019-03092. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient's modular cable was exchanged due to cosmetic damage. The clinical team had difficulty in disconnecting the modular cable from the primary system controller and successfully switched to backup system controller with the new modular cable. The patient didn't report any spilling and there was no evidence of fluid being spilled.